Event description:
Report received of an adverse pt event while the device was in use. The pt was receiving morphine for pain management following surgery. The morphine concentration and pump parameters could not be recalled. Reportedly, at the change of shift, the nurse found the pt with an oxygen saturation of 40%. The morphine was stopped, the pt was placed on oxygen via nasal cannula and the dr was notified. The pt was given an unspecified dose of narcan and responded immediately. The oxygen saturation was reported to have increased to an unspecified level. The pt did not experience any adverse sequelae. Though requested, there was no further info available.